Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Concomitant medical products: 22mm cocr radial head standard height / 12.5mm - sterile (part# 09.402.022s, lot# 7607082, qty 1). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: manufacturing location: supplier (B)(4), packaged by: (B)(4). Manufacturing date: 24-jul-2014. Expiration date: 30-jun-2019. Part #: 04.402.008s, lot#: 7608053 (sterile) - 8mm ti straight radial stem 28mm-sterile, quantity (B)(4). Raw material part #: (B)(4), lot # (B)(4) reviewed. Raw material provided by (B)(4). (B)(4) product certification meets specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed due to pain and loosening. Patient was initially implanted with one 8mm titanium (ti) straight radial stem and one 22mm cobalt chromium (cocr) radial head at the left proximal radius on (B)(6) 2015 for a fracture. No reported issue during initial surgery. Patient fell on (B)(6) 2017 and reported pain. Patient did not report any adverse events or issues prior to the fall. X-rays taken on the same date as the fall confirmed that the stem had loosened. X-rays are available for return. Patient was revised on (B)(6) 2017. During revision surgery, it was found that there was lack of bone ingrowth into the stem. The stem and head were easily removed and did not require medical intervention. The devices were intact and no physical damages were observed. No surgical delays while removing the devices. Patient was revised to a competitor¿s radial head and stem prosthesis. Procedure was successfully completed. Patient status/outcome is unknown. Explants are available for return. This complaint involves one device. Concomitant medical products: 22mm cocr radial head standard height / 12.5mm - sterile (part# 09.402.022s, lot# 7607082, qty 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: supplier (B)(4), packaged by: (B)(4). Manufacturing date: 24-jul-2014. Expiration date: 30-jun-2019. Part #: 04.402.008s, lot#: 7608053 (sterile) - 8mm ti straight radial stem 28mm-sterile, quantity (B)(4). Inspection sheet for incoming final inspection ns050779 rev: b meets specification. Raw material part no: 21014 lot number 6190711 reviewed. Raw material provided by (B)(4). (B)(4) product certification meets specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4) ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. The returned 04.402.008s titanium straight radial stem was reported to have been revised and explanted due to postoperative loosening. This complaint condition has been investigated and resulted in recall and appropriate actions have been taken to address this issue. This complaint is unconfirmed as this condition cannot be confirmed from the supplied x-rays. It should be noted that the complaint description states that the patient fell, and it is possible that this may have contributed to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.